Manufacturer narrative:
G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, il was used as the state.

Event description:
Additional information 05/03/2026: was the catheter surgically removed from patient's arm? No, an ultrasound was done and no catheter was observed. What diagnostics were done to confirm foreign body? Ultrasound.

Manufacturer narrative:
Annex f code updated. It is unclear if retained object occurred, will leave si designation based on potential, though now unconfirmed.

Event description:
It was reported that the catheter broke or separated from the hub. This rn was performing a peripheral intravenous insertion on the patient; the rn attempted the piv in the patients right antecubital area of the arm. This rn inserted the IV and was able to obtain blood for bloodwork, upon flushing the vein infiltrated. This rn then removed the piv from the patients arm, upon removal this rn heard a popping sound as the distal end of the catheter was being removed from the patients arm. This rn called the ed md. Md to bedside to assess patient and catheter that was removed with rn. Upon assessment the catheter appeared to look shorter than a new IV catheter, and there was a firm object felt directly under the skin at insertion site. This rn applied an arm board to patient arm so that it would be immobile and applied ice to arm per vascular surgery. This rn notified the ed charge nurse and house supervisor. And dr.called vascular surgery for further instruction. The insyte catheter that was used and broke off was saved and put in a bag with a patient label to be sent to pathology for further studies.